Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had an issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) verified that the customer rebooted the station, which cleared the initial issue. However, the station was still not appearing on the bus. The fse inspected the back of the station to check for any medication obstructing the station. The customer verified that the station functioning fine. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had an issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.